Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 390 mg/dl with a headache, shakiness, nausea, and polyuria. During troubleshooting with customer technical support (cts), it was observed that the alleged power issue occurred during or immediately after a battery change. It was reported that the patient remained on the pump throughout several reboots of the pump, but discontinued the pump at the end of the call with cts. It was also reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the patient was also fighting off another potential illness with a low grade fever. This complaint is being reported because the patient allegedly experienced hyperglycemia due to power loss of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/07/2014 with the following findings: there were unexplained pump reboots observed in the black box history on the date of the complaint. The total daily doses added up correctly and reflected the users programmed basal rate. There were typical usage of alarms observed in the alarm history. There was no damage found to the returned battery cap and it did fully tighten to the pump. The battery compartment was cracked. A 24 hour duration test was completed with no power interruptions duplicated. The pump successfully completed the delivery accuracy test. There was no evidence of internal moisture or damage when the pump cover was removed. The original complaint was confirmed in the pump history, but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.